Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5; g3; h3; h6. - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. -tibia: review of the device history records found no related deviations or anomalies. - device is used for treatment. - the reported products were reviewed for compatibility with no issues noted. -no medical records were provided. - a definitive root cause cannot be determined. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. D4: attempts have been made to gather all product identification information and no further information has been provided. Pn: 42539906722 ln: ni 0â keel size d right tibial sizing plate. Pn: 42539902223 ln: ni 0â° keel size c-d tibial broach. Pn: 42539902320 ln: 0â° keel tibial broach inserter/extractor handle. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during a primary total knee procedure, the 0° punch would not seat fully and became stuck, riding posteriorly on the sizing plate, which resulted in the implant shifting posteriorly. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.